Event description:
The patient underwent bilateral total knee arthroplasty, consisting of a right total knee arthroplasty on (B)(6) for right knee osteoarthritis and a left total knee arthroplasty on (B)(6) for left knee osteoarthritis. On (B)(6) 2025, the patient underwent revision total knee arthroplasty due to a loose tibial component, osteolysis involving the lateral femoral condyle and lateral tibial plateau, and instability with looseness in extension. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d2a: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer.